Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s) : 5076-52 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high thresholds and was unable to capture. The ra lead was turned off, then capped and replaced. No patient complications have been reported as a result of this event.